Manufacturer narrative:
Tracking# 47263.

Event description:
It was reported the device was used during a gastrectomy (sub-total) procedure. It was reported by the affiliate that the surgeon could not fire the device. There was no pt consequence.